Manufacturer narrative:
Initial and final MDR 1885811 - MDR 3003442380-2024-07939 - device 2 of 5. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced adhesive events with 5 infusion sets as the adhesive does not stick well and comes off and does not last the 3 days that it should. The site was reported to be stomach and buttocks. The reporter does not know/are unsure of the cause of the product not adhering. No further information available.